Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25-feb-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3740sp self-punching double loaded knotless knee fibertak was used, and when the sutures were pulled, the anchor broke. This was discovered during use with no patient harm reported. No further information was provided and additional information has been requested.